Event description:
Reportedly, internal inspection found non-conforming product. Some of the white square lights on the telemetry head do not light up.

Manufacturer narrative:
Upon reception of the returned device the reported issue was confirmed. One of the white leds on the telemetry head did not light up the cause of this issue could not be determined with certainty it can be assumed that it most likely is related to a problem in the diode circuit or that the led itself is out of order. However, the returned home monitor and its accessories worked as expected. The device was able to connect with a reference pacemaker and to communicate with the bo. The general function of the home monitor is not degraded. This case is retained and utilized for trend purposes.

Event description:
Reportedly, internal inspection found non-conforming product. Some of the white square lights on the telemetry head do not light up.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.